Event description:
It was reported that the patient was transplanted on (B)(6) 2021. It was noted that the outcome was device/therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having symptoms of the pump not working properly due to outflow graft occlusion. The patient was having normal flows and no heartmate 3 functioning issues reported via log files. Computed tomography (CT) images confirmed an occlusion between the outflow graft and bend relief around the base of the device. Based on right heart catheterization data and CT scans, it was believed that the occlusion was related to the patient not feeling well. The patient will be returning for further evaluation to determine the plan of care. Possibilities include either surgical intervention to relieve the occlusion or moving the patient up higher on the (B)(6) listing status. The patient symptoms included significant fatigue, shortness of breath, some chest pressure and lightheadedness when bending over. A decision was made to list the patient for (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion the evaluation of (B)(6) confirmed the presence of an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable being severed approximately 1.25¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover and the outflow graft clip was attached. The apical cuff was secured via the cuff lock and included a section of tissue from the ventricle. The device appeared to have been exposed to a fixative agent. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief and outflow graft clip was returned attached to the graft. A ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal and distal ends. Tissue accumulation was present within the deformation, filling in the space between the graft and bend relief, and is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. The interior textured surface of the outflow graft and graft attachment revealed no developed depositions or thrombus formations. The o-ring in the graft attachment was properly seated. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: (B)(6) was cleaned, rebuilt, and connected to a mock loop to retrieve the lvad log files; however, the pump initially was unable to be restarted upon connection to the test fixture. During subsequent tests, the pump was able to be restarted and passed hq testing. This issue was first noticed during routine performance tests after explant by abbott. No related complaints were recorded during implant or during the clinical use of the pump. Additionally, the inability to operate the pump post-support was not related to the reported event as the pump operated at the stored patient speed without issue per the downloaded lvad log files and initial inspection of the pump rotor and rotor well found no scratches indicative of the rotor spinning against the rotor well during support. The current version of the heartmate 3 left ventricular assist system instructions for use, rev. C, contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," are instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.